Event description:
It was initially reported on 2015-06-15 that the patient never had therapeutic effect. They were having accidents. In addition, the patient had pain at the implant site since implant. Stimulation was increased and was then felt at the time of the call. It was later reported on 13-jul-15 that the patient was experiencing a loss of therapy. A sudden return of symptoms was reported. The patient had been having more accidents. The patient's daughter in law was the caller. It was noted that the patient was hospitalized a couple of weeks ago for an unrelated reason. It was noted that when the patient was first in the hospital she was catheterized for the first 4 days. The patient did not have accidents after that until 3-4 days ago. The patient wanted to increase stim but the caller wanted to find out if they needed to wait a certain period of time before making an increase. It was noted that the patient did not feel stimulation. There were no trauma/falls reported that could be related to this issue. The caller described reason for hospitalization. The patient uses a CPAP at night and they found her almost unresponsive. Caller said the patient had too much co2 not enough o2. The patient was hospitalized and had to be intubated. This was her 3rd week in the hospital. Event date: (B)(6) 2015. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient. Product ID 3 889-28, lot# va0tpv5, implanted: (B)(6) 2015, product type: lead. (B)(4).